Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to capture. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: the device was not returned for evaluation. The data file from the event was returned and evaluated. Review of the data indicated the heartrate was not captured for 28 minutes through pacing. Valid ECG signal was found and lost intermittently due to lead fault messages. During this time period, the presence of several ECG lead fault messages and pad lead fault messages indicate poor continuity. The logs showed the faults were correct and an ECG was acquired and the heartrate is captured by pacing pulses. This can be caused by several factors, including, but not limited to patient preparation, faulty accessories, poor electrical connection between the accessories, and patient skin condition. The customer was contacted for additional information, and it was found that the pads had been placed against the indications for use. During this case, the anterior pad was placed on back, and the posterior pad was placed on the chest. The instructions for use show optimal methods for pad placement. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.